Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a video-assisted thoracic surgery (vats) lobectomy procedure, the device had already been used with different reloads with no issue. But in the middle of the procedure when the surgeon placed the handle on the line which he attempted to fire, he was unable to release the stapler from grasp mode. The black return knob of the device could not be pulled all the way back to its original position even after several attempts. There was additional surgical time for around 10 minutes and after attempting to remove the device for the last, it finally came off.